Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of 23-nov-2022, a system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient was seen in the ER on post-procedure day #3 and diagnosed with a stroke. It is unknown what medical intervention was rendered due to the complication. The cause of the complication is also unknown.

Event description:
It was reported that 3 days after completion of an ion endoluminal lung biopsy procedure was performed, the patient experienced a stroke and was seen in the emergency room (ER). Per the physician, the patient is doing fine. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. As of the date of this report, isi has not received a response.